Event description:
On (B)(6) 2024 the patient's wife reported to the study pi that while traveling the patient experienced an episode of loss of awareness, loss of postural stability, and incontinence. The patient was taken to a local medical center, where a CT (computed tomography) showed no cause for this. A neurologist made a tentative diagnosis of seizures and started the patient on keppra. When the patient spoke with the study pi on (B)(6) 2024 the patient was "almost" back to normal, with a bit of "brain fog" but was alert and oriented. The MRI (magnetic resonance imaging) revealed at the entry point of the right brain lead there is an area of gliosis that is greater than usual and greater than the left side. Reviewing the operative report, there was no sign of trauma or venous infarction intraoperatively; each side was implanted with a single mer pass and one guide tube placement. Thus, it is not clear why the right side had a greater gliotic reaction. Given this, the study pi determined it is reasonable to treat this episode as a seizure. The patient should continue to take keppra, and see an epileptologist when he returns home. The seizure will be managed by an epilepsy expert.